Manufacturer narrative:
Evaluation summary: as the device was returned but it has been still under investigation, we will continue to monitor it and create a supplemental report if necessary. Correction information: g6: follow up #1. H3: device evaluation. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report.

Event description:
There is no image, there is no light this event occurred at the time of during inspection. There was no report of patient harm.